Event description:
It was reported that the xience xpedition met resistance when being frontloaded over the balance middleweight (bmw) guide wire. The xience xpedition was stuck on the bmw guide. By stretching [pulling], the proximal shaft separated. It was necessary to use another bmw guide wire and xience. Everything happened outside of the patient. There was no clinically significant delay in the procedure or adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficult to position/remove the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to position/remove the guide wire or separations from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The bmw guide wire referenced in is being filed under a separate manufacturing report number.